Event description:
According to the complaint, the pt was undergoing a right temporal artery biopsy when a flash fire occurred causing severe burns to the pt's face. The pt suffered significant, life-long injuries to her face. The pt has withstood intensive and repeated debridement for burns to a large percentage of her face and is permanently disfigured.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.